Manufacturer narrative:
Unit powered on with open book image. Unit was successfully downloaded using thump software. On adapt, pump error 35 was recorded on 09/03/2024 11:22:00.000. Pump was cut open to perform a visual inspection and found moisture damage on pcba1, keypad flex connector, force sensor, and j6/j7 connectors. Test p-cap locked in place properly during testing. The following damages were also noted: cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, cracked keypad overlay, pillowing keypad overlay, and scratched case. In summary, customer concern for open book image confirmed due to pump error 35 caused by moisture damage. Unable to test and confirm for device test failed or blank display due to open book image. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a blank display on pump and the pump was exposed to fluid in the past/no visible water/fluid in pump. It was found that the pump was not passed the self test. Customer received an open book image critical pump error. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. Customer reported a critical pump error/open book image error. Customer reported that pump was exposed to moisture but there was no visible fluid in pump. Pump did not pass self test. No harm requiring medical intervention was reported. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.